Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter stylet tight in catheter is confirmed. Excessive force was required to release the stylet from the iab. The stylet was unable to be fully inserted within the iab. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the root cause. This issue will be monitored for any developing trends.

Event description:
It was reported that on a patient of (B)(6) prior to insertion of an intra-aortic balloon (iab) during product prep, when the packing stylet was pulled, the last 2-3 inches got stuck in the central lumen. They attempted again to remove it with no change. As a result, the intra-aortic balloon (iab) was not used. A second iab was obtained and they were able prep/insert without any issue and begin therapy. A delay was reported which caused no harm to the patient. The patient has been transferred to the intensive care unit (ICU) successfully. Patient outcome: supported on the pump with the second iab. Medical/surgical intervention was not required. There was no reported death, serious injury or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) prior to insertion of an intra-aortic balloon (iab) during product prep, when the packing stylet was pulled, the last 2-3 inches got stuck in the central lumen. They attempted again to remove it with no change. As a result, the intra-aortic balloon (iab) was not used. A second iab was obtained and they were able prep/insert without any issue and begin therapy. A delay was reported which caused no harm to the patient. The patient has been transferred to the intensive care unit (ICU) successfully. Patient outcome: supported on the pump with the second iab. Medical/surgical intervention was not required. There was no reported death, serious injury or patient complications.